Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was a lead warning and the mode switched from bipolar to unipolar on the atrial lead. The lead was also oversensing and had low impedance. The lead is still in use and will be reprogrammed back to bipolar. No patient complications have been reported as a result of this event.